Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(4). The returned microcatheter had its tip broken off and missing. The broken tip was microscopically observed. It revealed that the tip was flattened and circumferential damage of the polymer was found on the distal end of the catheter shaft. Proximal to the broken end of the tip, a dent that assumed to be made by contacting relatively hard object was found. The broken tip was twisted and its lumen was narrowed down. Measuring the length of the remaining tip indicated the tip was twisted and torn off at approximately 2mm from the distal tip end at the border between the polymer-only and the polymer-and-braids segments. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was concluded that torsion exceeding the product's design limit was inadvertently applied on the catheter while its tip was being trapped by the calcified lesion and led the tip to be twisted and eventually torn off. There was no indication of product deficiency. Instructions for use (IFU) states that: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the tip of an asahi microcatheter became separated during a pci to treat a heavily calcified, 90-99% stenosed trifurcation in the heavily tortuous lad #7. To support a non-asahi guide wire, the microcatheter was advanced to the peripheral lad, however, it did not go through the lesion. The physician then pulled it back when its tip broke off. With the separated tip being on the guide wire, multiple devices (microcatheter and small balloon catheter) were delivered, however, none of those could pass through the lad #6. A 0.014 inch asahi guide wire was then advanced to retrieve the separated tip, however, could not be inserted into the separated tip. The physician determined to discontinue the pci. After the terminated pci, evaluation was performed with a swan-ganz catheter and identified progression of heart failure. On (B)(6) 2018, another procedure was performed to retrieve the separated tip. Multiple penetration catheters and microcatheters were advanced retrogradely, however, failed to reach the lesion. A new asahi microcatheter was then advanced. This time it was able to reach the lesion and a 0.014 inch asahi guide wire could cross the lesion. Following the guide wire the microcatheter was advanced with rotations in order to cross the lesion when the tip broke off. Another asahi 0.014 inch guide wire was advanced antegradely. After successful crossing of the guide wire and a non-asahi microcatheter, balloon dilatation was performed. Two separated catheter tips were embedded by stenting. The procedure was completed by ablation performed at lmt through the lad ostium. The patient was currently under post procedural monitoring in ccu. This report is about the first separated microcatheter. The second separated microcatheter is reported under manufacturer report #3003775027-2018-00147.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.